Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and verified that there had been no spontaneous movement of the system. Upon analysis, it was discovered that the customer's room layout requires a specific user workflow where a 3rd party stryker arm needs to be moved aside before the system's flexarm stand can be moved longitudinally. However, on this particular occasion, the stryker arm was not repositioned, resulting in a collision with the flexarm stand. Collision errors were confirmed through log file analysis. The fse provided guidance to the customer, advising them to consistently move the stryker arms out of the way before initiating a longitudinal movement of the stand. The system was restored to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The issue was an accidental collision of the philips stand. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It was reported to philips that the c-arm was moving by itself. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.